Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the ebu 7f 3.5 non-boston scientific (bsc) guide catheter and a non-bsc guidewire were engaged, predilatation was performed using a 2.5 x 10 mm balloon. A 12 x 2.50 mm promus premier drug-eluting stent was selected for treatment. However, while crossing the diagonal stent through the previously placed non-bsc stent, the shaft of the promus premier 2.5 x 12 mm stent was found to be broken. The procedure was completed with a different device, and no patient complications were reported.